Event description:
It was reported that the system 7 small battery was leaking during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the system 7 small battery was leaking during testing at the user facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported event, battery is leaking, was confirmed. Upon disassembly of the battery a damaged pcb was found along with thermal damage and fluid ingress. Device was placed in parts retention.